Manufacturer narrative:
The customer passed away (due to blood clot after a back surgery and congestive heart failure) on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 173500 (17.35 u) dailytotalofbasalinsulindelivered: 141500 (14.15 u) dailytotalofbolusinsulindelivered: 32000 (3.2 u) (B)(6) 2023 02:27:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) (B)(6) 2023 08:10:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) (B)(6) 2023 11:33:22.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date(B)(6) 2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:37:20.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 03:20:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 27-jun-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 12:16:56 am. There was no power data available for the date of (B)(6) 2023 at 03:20:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofallinsulindelivered: 231250 (23.125 u); (B)(6) 2023 dailytotalofallinsulindelivered: 257500 (25.75 u); (B)(6) 2023 dailytotalofallinsulindelivered: 254500 (25.45 u); (B)(6) 2023 dailytotalofallinsulindelivered: 262000 (26.2 u); (B)(6) 2023 dailytotalofallinsulindelivered: 210500 (21.05 u); (B)(6) 2023 dailytotalofallinsulindelivered: 264500 (26.45 u); (B)(6) 2023 dailytotalofallinsulindelivered: 257000 (25.7 u); (B)(6) 2023 dailytotalofallinsulindelivered: 264000 (26.4 u); (B)(6) 2023 dailytotalofallinsulindelivered: 246250 (24.625 u); (B)(6) 2023 dailytotalofallinsulindelivered: 173500 (17.35 u). The pump passed all the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2023. The cause of the customer's passing was a blood clot after back surgery and congestive heart failure leading up to the event. The customer was admitted to the hospital, hospice, and/or emergency room on (B)(6) 2023. The reason for admission to the hospital, hospice, and/or emergency room was back surgery. The blood glucose at the time of admission to the hospital, hospice, and/or emergency room was unknown. The pump was worn at the time of passing. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.